Event description:
Additional information received reported that the patient was turning the amplitude setting too high. When amplitude was dropped, the stinging or pain went away. The patient had also changed programs. The patient was in the physician's office in (B)(6) and the hcp was not aware of the issue. It was noted the patient called the hcp office and stated the device wasn't adjusting right, but no date was given for the call.

Event description:
It was reported that when the patient first got the device he went to the bathroom two times per day. Two days after implant the device "just quit working," and the patient went to the bathroom six to seven time in an hour and a half. The patient also experienced a burning sensation in the rear end when stimulation was increased, no matter if he was sitting or standing. The patient was on program 4 at 1.5v, and had no burning at the current amplitude. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v914060, implanted: (B)(6) 2012, explanted: na; programmer model 3037, serial# (B)(4).